Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 80-year-old woman presented for a percutaneous coronary intervention with impella cp support. Iliac disease noted to be significant and device unable to be placed. Case aborted without harm to patient.

Manufacturer narrative:
B1 and h1: per a review of the complaint file. Omitted serious injury and added product problem. H6: omitted codes: e2343, f1903, a24. Added codes e2403, f26, and a150204